Event description:
It was reported that during a percutaneous coronary angioplasty procedure a balloon burst occurred. The 100% stenosed, chronically occluded, moderately calcified, target lesion was in the moderately tortuous left anterior descending artery (lad). A 2.25x20mm apex monorail balloon catheter was advanced to the target lesion and inflated once at 14 atmospheres (atms). The balloon was inflated a 2nd time to 14 atms and the balloon ruptured. The balloon was able to be completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported with the patient's current condition listed as "good". This product is only ous approved, but is similar to a us marketed device.

Manufacturer narrative:
.